Event description:
A report was received that stated the pump alarmed "check clutch". No patient injury or adverse event was reported.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Testing was able to reproduce the customer's complaint of a "check clutch" alarm. Inspection of the pump found misaligned clutch halves. Following replacement of the clutch halves, the device was found to pass all delivery, accuracy and functional testing.